Manufacturer narrative:
Section d9: device available for evaluation? Yes. Section d9: date returned to manufacturer: jan 27, 2023. Section h3: evaluated by manufacturer: yes. Device evaluation: visual inspection under magnification revealed that the complaint lens was received coated in viscoelastic residue and with a damaged haptic. The lens was cleaned and, no further issues were observed. A product quality deficiency could not be determined. Manufacturing records review for device shows that the unit was released within specification. Conclusion: as a result of the investigation there is no indication of a product quality deficiency, and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc., has been submitted.

Event description:
Receive report of a trailing haptic that was bent. It was noticed during implantation. The customer explained that the iol comes so close to the eye that they report it as having contact just to be safe. There were no complications such as capsule tear, vitrectomy, incision enlargement or sutures required. The procedure was completed with a backup lens. At the time of this report they indicated it¿s unknown if it¿s the same model. No further information was provided.

Manufacturer narrative:
Age, weight, ethnicity: information unknown/asku. If implanted, give date: not applicable as the iol was not implanted. If explanted, give date: not applicable as the iol was not explanted. The device has not been returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempt was been made to obtain the missing information. However, it was not provided. All pertinent information available to johnson & johnson surgical vision, inc., has been submitted.